Event description:
It was reported that the uretero-reno videoscope inside of the loom end is frayed, like pieces falling off, flaking pieces during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is traced to d02 - cause traced to component failure, as expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the uretero-reno videoscope exhibited the bending section cover (a-rubber) glue had chipped. There were no reports of patient involvement.